Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that his pump was briefly submerged in water and the buttons were not responding. Customer stated that the pump was alarming and he cannot clear it. Customer stated that it happened yesterday and he dried the pump using a blow dryer. Customer was able to use the pump all night and now he cannot clear the alarm as he did yesterday. Customer is not wearing the pump and cannot check the alarm history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage noted on electronic assembly or motor noted. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.